Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1379 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "on (B)(6) 2020, the patient's right upper limb was significantly swollen. The arm circumference of the right upper limb was measured 32.5cm and the arm circumference of the left upper limb was 28cm. Color ultrasonography showed: thrombosis of the right subclavian vein. Pulmonary artery cta on (B)(6) 2020: a few signs of pulmonary embolism in the proximal segment of the lower lobe pulmonary artery."